Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: this occurred a few months prior to the report date, the exact date was not provided serial#: unknown/ not provided catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as lens remains implanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon was not happy to use dib00 model lenses, he has tried but has been aware of some scratches. It is an unknown number of dib00 units. Through follow up we learned that this issue happened a few months ago. With a single patient/ lens the scratches did not affect the patient's vision post operatively and the serial number is not known.